Manufacturer narrative:
On 3/29/16 follow up: customer's health care provider changed pump basal rate on (B)(6) 2016 from 1.9 to 1.7. On 4/7/16 follow-up: contact reported that customer's bg levels were no longer going low. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) levels mg/dl (47 mg/dl - 70 mg/dl). Customer was disconnected from the pump, paramedics were called, and the customer was treated with liquid glucose. Upon arrival to the hospital, customer's bg level was 80 mg/dl. No additional treatment was provided and customer was observed. Customer left the hospital late the same night. Pump system check was performed with tandem technical support and no issues were identified. Recommendation was made for customer to consult with health care provider in regards to current pump basal settings as bg levels continued to be low.